Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the patient reported that their doctor would not take our their pump because they did not go through with a surgery in april for a bulging disk in their neck (at c5). The patient stated this was during a time of bed bug infestation, and they reported they had not seen a doctor for about a year. The patient reported all drug was taken out of the pump in october. They reported their doctor was supposed to send them a sheet when the patient was to come back to the doctor, but the doctor never did.

Event description:
Additional information received reported that the patient¿s degenerative arthritis was bothering her. The patient mentioned being hit by a car, neck surgery, and the previously reported ¿microgramming¿ issue. When the patient went for neck surgery they had offered to take the pump out. She went for a three week check-up but the patient was asked ¿to keep it for her arthritis and she said yes.¿ the patient ¿didn¿t want to be like she did before.¿ the pump was not working per the patient and there were two hcps the patient found to check the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The pump remains implanted. The 8835 personal therapy manager (ptm) was not returned. There is not sufficient information to determine if the device return and analysis is needed to assist in the investigation in this case. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the pump and 8835 ptm. The event was reviewed for previous investigations and none applied. Reviewed for known inherent risks listed in product labeling and event applies to known event trend refill scheduling issue because on (B)(6) the patient reported their refill was supposed to be refilled on (B)(6) but was not, and currently the pump is beeping. Reviewed for escalation to ncet and escalation was not required. The investigation of the pump and 8835 is inconclusive because the patient reported the 8835 ptm was not helping. It is unclear if the 8835 ptm is functioning correctly. The patient reported the pump did not provide therapeutic effect and the reason for this is unknown. The patient did report they were looking for a new hcp to manage the medication in the pump and possibly wean the patient off the medication to have it explanted. This has not occurred at the time of the latest report. The patient also reported that the pump had been "dead in stomach" and it was unclear what the patient meant by that. Reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The baclofen was not returned and analyzed. It is unknown at this time if a drug device (bacth record) history review is necessary as it is not known if the baclofen was lioresal distributed by medtronic. The event was reviewed for existing investigations and none applied. Reviewed for escalation to ncet and escalation was not required. The adverse drug experience for baclofen is evaluated by MDR specialists for labeled/expected events and is included in an annual review. Further investigation of the baclofen is not possible as there is insufficient information to determine if the drug was lioresal distributed by medtronic. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2013 (crts 2998014/con) it was reported that the patient was looking for a new health care provider (hcp). She had gotten a letter on (B)(6) that ¿gave her 30 days to see the hcp for emergencies.¿ she had received the letter after she didn¿t show up for bulging disk surgery due to bed bug exposure, the patient ¿did not want to fight the bed bugs from feeding on her neck post op.¿ the patient's pcp (primary care provider) had her on oral meds. The patient was on 6mg/day of dilaudid ¿with a 4mg reserve,¿ it was unclear what the ¿reserve¿ was. It was also noted that there was a ¿measurement of mq,¿ but it was not clear what that meant or was referring to. The last refill was in march and the next refill was due in october, no specific dates were reported. Pcp had referred her to a specialist to explant the pump. The patient was ¿just trying to get in to see hcp to manage the drug in her pump in the meantime.¿ the reporter did not know what the plan was to wean off it (intrathecal) therapy. (See related (B)(6)) (B)(6) 2013 (crts 3003472/con) additional information received reported that the patient never had therapeutic effect, noting ¿it was like she never had the pump.¿ symptoms included increased baseline pain and no therapeutic effect, the area of the body effected was the neck, c5 (fifth cervical vertebrae) where a bulging disk was an issue. The patient had problems holding her head up. The event or symptoms occurred following initial pump and catheter implant. It was added that the hcp that the pcp had referred the patient to was going to be retiring ¿soon¿ and had not responded to the patient. It was noted that the next refill date was scheduled for (B)(6) 2013, but that the patient was not looking for a refill, she was looking for an explant. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2013 (crts 3024972/con) additional information received reported that she had never had effect. She wanted to have the pump removed, noted that she didn't get better with the pump, she ¿got worse.¿ one second she would be flossing her teeth and the next second she was hunched over like an old woman. The patient was in a lot of pain; her neck ¿hung over,¿ was ¿constantly down¿ and she had to remind herself to lift it up and the patient could ¿fall right out of a chair.¿ the patient¿s spine ¿felt like it was crumbling¿ and the patient felt ¿real heavy,¿ her stomach ¿hurt for a while¿ and she had the runs. She had pain in her left side from a bulging disk, she had an MRI to check the bulging disk and her doctor wanted to do surgery on the disk. Patient declined surgery because her neighborhood had a breakout of bed bugs and the patient was not comfortable having an open wound with bed bugs. At the time of the report the patient was taking percocet which was prescribed by her primary care provider but the percocet was not enough. She was also taking vicodin. The pump was ¿completely empty,¿ adding that she thinks the refill was supposed to be (B)(6) and the pump was ¿just there and beeping.¿ the patient added that she was afraid of the pump getting infected- it was not reported if the device was or was not in fact infected. The reporter said that ¿they¿ were increasing 10% every two weeks- but it was not reported when the last refill was or why refills stopped. The reporter noted that she ¿didn't always make it there every 2 weeks.¿ it was noted that while on the phone her hand was going numb and her arms ¿felt like lead.¿ the patient had a bolus machine ¿but it didn't do anything/didn¿t help.¿ it was unclear if the patient was trying to use the ptm (patient therapy manager) programmer to give boluses while her pump was empty. (B)(6) 2013 (crts 3029816/con): the patient reported that their doctor would not take our their pump because they did not go through with a surgery in april for a bulging disk in their neck (at c5). The patient stated this was during a time of bed bug infestation, and they reported they had not seen a doctor for about a year. The patient reported all drug was taken out of the pump in october. They reported their doctor was supposed to send them a sheet when the patient was to come back to the doctor, but the doctor never did. On (B)(6) 2013 (crts 3034184/con): the patient stated their pain pump had been ¿dead in stomach¿. The patient stated that informing their physician was not helping. They were falling over, they could not stand to brush or floss teeth, and their back was weak. They asked their doctor to take out the pump but they refused. The patient was on 15 mg percocet for breakthrough medication, one per day. It was ¿just dropped¿ to 5 mg. They stated the physician did several things to them that made it worse. The medications in the pump were noted to have been baclofen and dilaudid. As the pump was reportedly empty, it was unclear if the pump contained medication. On (B)(6) 2014 (crts 3112530/con): additional information received reported the pump was empty since (B)(6) 2013. An alarm was heard, not confirmed by telemetry. The last refill was on (B)(6) 2013 and the pump had been alarming since (B)(6) 2013. The patient wanted the alarm shut off. The patient had an appointment with a health care provider (hcp) coming up on (B)(6) 2014 regarding the pump. The patient was going to ask the hcp to disable the pump then. The patient ¿got off the pump¿ herself because she hated the baclofen. The patient was falling all over the place, was 30-40 pounds heavier and her legs were swollen. The patient told her hcp that she used heroin in (B)(6) 2014 because the baclofen effects and the pain she was feeling. The patient had rug burns from falling on her neck from the baclofen. The patient ¿looked like a drunken dope addict¿ while on baclofen. In (B)(6) 2013 the patient was asked to go to detox for heroin and the pump was going to be removed after detox. The patient lost weight in (B)(6) 2014 and now the pump was hanging and got caught on the counter while the patient did dishes. There was a car accident on (B)(6) 2014 and a doctor confirmed the patient¿s neck was ¿messed up.¿ the patient felt a herniated disk in her neck since she was no longer on the pump. The system had been used to deliver baclofen and dilaudid.

Event description:
It was reported that the patient was looking for a new health care provider (hcp). She had gotten a letter on (B)(6) that ¿gave her 30 days to see the hcp for emergencies.¿ she had received the letter after she didn¿t show up for bulging disk surgery due to bed bug exposure, the patient ¿did not want to fight the bed bugs from feeding on her neck post op.¿ the patient¿s pcp (primary care provider) had her on oral meds. The patient was on 6mg/day of dilaudid ¿with a 4mg reserve,¿ it was unclear what the ¿reserve¿ was. It was also noted that there was a ¿measurement of mq,¿ but it was not clear what that meant or was referring to. The last refill was in march and the next refill was due in october, no specific dates were reported. Pcp had referred her to a specialist to explant the pump. The patient was ¿just trying to get in to see hcp to manage the drug in her pump in the meantime.¿ the reporter did not know what the plan was to wean off it (intrathecal) therapy. Additional information received reported that the patient never had therapeutic effect, noting ¿it was like she never had the pump.¿ symptoms included increased baseline pain and no therapeutic effect, the area of the body effected was the neck, c5 (fifth cervical vertebrae) where a bulging disk was an issue. The patient had problems holding her head up. The event or symptoms occurred following initial pump and catheter implant. It was added that the hcp that the pcp had referred the patient to was going to be retiring ¿soon¿ and had not responded to the patient. It was noted that the next refill date was scheduled for (B)(6) 2013, but that the patient was not looking for a refill, she was looking for an explant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient wondered what he could do about his device issues. The patient¿s hcp reportedly keeps turning him down, saying there was nothing they could do for him. The patient had an upcoming appointment on ¿thursday,¿ and it was noted that the patient¿s system was working and was not broken. The patient went to an appointment recently with their hcp and it was suggested he meet with a manufacturing representative for some reprogramming. Overall things were reportedly going pretty well. The patient would like to have the alarm turned off since it had been alarming since 2013 (as previously reported). The patient was redirected to their hcp.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced an overdose, a change in therapy effect, and injury. The patient's pump had been empty since (B)(6) 2013. The patient took himself off it because he couldn't even hold his head up. The patient "went through a lot of hell with this thing" and was currently in so much pain. In 2009, the patient had 7mg of dilaudid in him. At this time, the patient asked his healthcare provider (hcp) to give him something for spasms and muscle pain and he "microgrammed" the patient with 50.28mg of baclofen, meaning that the hcp programmed the pump with a certain dose and concentration of drug. The patient was falling off his chairs, "looked like a drunk" and gained at least 35-40 pounds. The hcp had "overmicrogrammed" the patient, which was what happened during previously reported information. The patient's new hcp was willing to "put it back in". The patient wanted this hcp to remove the pump. However, this hcp stated that he knew how to "microgram", meaning that he could refill the pump and program the pump. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that she had never had effect. She wanted to have the pump removed, noted that she didn't get better with the pump, she "got worse." One second she would be flossing her teeth and the next second she was hunched over like an old woman. The patient was in a lot of pain; her neck "hung over," was "constantly down" and she had to remind herself to lift it up and the patient could "fall right out of a chair." The patient's spine "felt like it was crumbling" and the patient felt "real heavy," her stomach "hurt for a while" and she had the runs. She had pain in her left side from a bulging disk, she had an MRI to check the bulging disk and her doctor wanted to do surgery on the disk. Patient declined surgery because her neighborhood had a breakout of bed bugs and the patient was not comfortable having an open wound with bed bugs. At the time of the report the patient was taking percocet which was prescribed by her primary care provider but the percocet was not enough. She was also taking vicodin. The pump was "completely empty," adding that she thinks the refill was supposed to be (B)(6) and the pump was 'just there and beeping." The patient added that she was afraid of the pump getting infected- it was not reported if the device was or was not in fact infected. The reporter said that "they" were increasing 10% every two weeks- but it was not reported when the last refill was or why refills stopped. The reporter noted that she "didn't always make it there every 2 weeks." It was noted that while on the phone her hand was going numb and her arms "felt like lead." The patient had a bolus machine "but it didn't do anything/didn't help." It was unclear if the patient was trying to use the ptm (patient therapy manager) programmer to give boluses while her pump was empty.

Manufacturer narrative:
(B)(4). Please see manufacturer¿s report #3007566237-2013-03276 for information regarding the bulging disc in the patient¿s neck.

Event description:
The patient stated their pain pump had been "dead in stomach." The patient stated that informing their physician was not helping. They were falling over, they could not stand to brush or floss teeth, and their back was weak. They asked their doctor to take out the pump but they refused. The patient was on 15 mg percocet for breakthrough medication, one per day. It was "just dropped" to 5 mg. They stated the physician did several things to them that made it worse. The medications in the pump were noted to have been baclofen and dilaudid. As the pump was reportedly empty, it was unclear if the pump contained medication. Please see manufacturer's report #3007566237-2013-03276 for information regarding the bulging disc in the patient's neck.